Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s current blood glucose level was 348 mg/dl at the time of the incident and the current blood glucose was 166 mg/dl. The customer changed his set and his blood glucose was 509 mg/dl, 304 mg/dl then 207 mg/dl on (B)(6), 2018. The customer was treated with syringes for high blood glucose. The customer stated that the drive support cap was flushed. The customer was advised to disconnect at quick release set. The insulin pump will not be returned for analysis.